Event description:
On (B)(6) 2003 lumbar spine MRI from sky ridge medical center shows l5-s1 moderate degeneration in disk with extrusion behind s1 vb. On (B)(6) 2004 lumbar epidural steroid injection. On (B)(6) 2006 MRI right ankle / evaluated for pain. On (B)(6) 2006 epidural steroid injections ¿ transforaminal ¿ on the left at l5-s1. Patient presents with degenerative disc disease at l5 with left leg sciatic pain. On (B)(6) 2006 MRI compared to 2003 MRI. Patient presents with continued left buttocks and leg pain. On (B)(6) 2006 lumbar radiographs (ap and lateral); lumbar MRI (B)(6) 2006 posterior left discectomy l5-s1. Patient presented with left leg pain, numbness,and tingling from hip down. On (B)(6) 2006 MRI lumbar spine with and without contrast (B)(6) 2006 ¿ revision discectomy l5-s1 due to recurrent lumbar disc herniation, l5-s1 and left leg radiculopathy with numbness and weakness. On (B)(6) 2006 MRI spine, lumbar due to back pain, previous surgery, left leg pain. On (B)(6) 2007 follow up with exam. Patient presents with chronic left greater than right low back pain described as ¿sharp, ache, spasms¿. On (B)(6) 2007 10 months post-op visit. Patient experiencing increased pain after activity, with spasms being the chief complaint. On (B)(6) 2007 MRI of lumbar spine with and without contrast (B)(6) 2007 CT lumbar spine w/o contrast; lumbar discogram l3-sacrum (B)(6) 2007 surgery posterior spinal fusion with segmental pedicle screw instrumentation at l5-s1; posterior lumbar interbody fusion, l5-s1; anterior interbody cage instrumentation, l5-s1 using a crescent polymer cage; decompressive laminectomies of l5 and s1 with nerve root exploration and decompression due to stenosis and radiculopathy;fusion with local autograft bone and bone morphogenic protein; spinal cord and emg nerve root monitoring. On (B)(6) 2007 follow up visit; surgical incision irritated. On (B)(6) 2007 follow up visit: basic exam, incision check, x-rays (B)(6) 2008 ultrasound study of the thyroid (B)(6) 2008 6 month post-op follow up visit. Patient presents with ¿soreness¿. On (B)(6) 2008 lumbar transforaminal injection l4-5 left. Steroid injection l4-5 right. On (B)(6) 2009 MRI of lumbar spine with and without contrast. Patient presents with back pain radiating to left leg (B)(6) 2009 patient presents with low back pain, leg pain. On (B)(6) 2009 CT of lumbar spine; l3-4 and l4-5 discogram (B)(6) 2009 patient complains of ¿painful hardware, low back pain, arthrodesis¿ (B)(6) 2009 CT lumbar spine without contrast / sp trigger point injection (B)(6) 2009 transforaminal epidural steroid injection (B)(6) 2010 lumbar spine myelogram; CT of lumbar spine with contrast (B)(6) 2010 patient examined and found to have spondylosis and was ¿symptomatic from the increased bone growth and foraminal narrowing at l5/s1.¿ on (B)(6) 2010 four view of lumbar spine. On (B)(6) 2010 ¿reoperation, left l5-s1 foraminotomy and facetectomies; removal of left peri-disk space bone cyst causing nerve root compression; microdissection¿ note: new surgeon, (B)(6). On (B)(6) 2010 post-op visit. Patient presents with persistent left lower extremity pain. On (B)(6) 2010 four views of lumbar spine. On (B)(6) 2011 patient fell while camping. Difficulty breathing, bruised rib. On (B)(6) 2011 x-rays of ribs, no fractures. On (B)(6) 2012 neurological exam; x-rays (B)(6) 2004 ¿low back and left leg pain. The problem began 10 years ago secondary to lifting concrete. It has become progressively worse over the past two years.¿ ¿patient describes pain as aching and stabbing low back pain with tingling and aching posterior left leg pain. Increased by inactivity and decreased by exercise and activity¿ patient claims left leg and occasional left arm tingling and numbness. Degenerative and protruded disc at l5-s1 with extrusion down behind the s1 vertebral body which is midline, but slightly more to the left lumbar radiculopathy, involving the left l5 and probably s1 nerve root. On (B)(6) 2004 chief complaint: low back and left leg pain. Procedure: lumbar translaminar epidural steroid injection. Patient¿s lumbar radiculopathy secondary to pt. Degenerative and protruding disc at l5-s1, extruding behind there right s1 vertebral body. Procedure was tolerated well with no untoward reactions. On (B)(6) 2009 patient came in for a neurosurgical consultation. Patient presented for evaluation of low back pain with radiation to the left lower extremity and primarily involving the buttock, posterior thigh and posterior calf without extension into patient foot. Patient has undergone two previous lumbar decompressions as well as one instrumented fusion. Patient has had progressive low backpain and further workup demonstrated some possible bone growth going into the left l5-s1 foramen resulting in nerve root compression. Physician discussed potential for reoperation and removal of hardware and decompression of left foraminal nerve root, patient came in for second. On (B)(6) 2010 patient was seen in the office. Patient remains symptomatic from the increased bone growth and foraminal narrowing at l5/s1. There is evidence of increased bone growth with compression and narrowing of the left sided foramen. There is good anterior fusion of l5/s1. Patient is scheduled for surgery (B)(6) 2010. On (B)(6) 2010 procedure: reoperation, left l5-s1 foraminotomy and facetectomies; removal of left l5-s1 peri-disk space bone cyst causing nerve root compression; microdissection. During the procedure the surgeon found ¿a bony cyst protruding from the disk space with foraminal narrowing and nerve root compression consistent with patient symptoms. On (B)(6) 2010 patient came in for follow. Patient reports having persistent lower back pain and left lower extremity pain for a little over two years now. Patient had a previous l5/s1 fusion in (B)(6) 2007 and since that time pt reports constant lower back pain that is worse with activity and aggravated by work. On (B)(6) 2010 spondylosis, lumbar s/p left l5-s1 re-op foraminotomy and removal of bone cyst. Patient is 6 wks post left sided l5/s1 foraminotomy. Patient reports back and hip pain have resolved, however, he has persistent left lower extremity pain in the left buttock and calf area which is extremely aggravating. Pt. Has less numbness and discomfort in (pt.¿s) feet and toes.

Event description:
It was reported that the patient underwent a minimally invasive posterior spinal fusion l5-s1 using rhbmp-2 to treat post-laminectomy syndrome with instability, vertical disc space collapse with instability, degenerative disc disease and recurrent acquired stenosis with radiculopathy. Conservative treatment had not been successful. The surgeon used a minimally invasive paramedian endoscopic approach. Segmental pedicle screw instrumentation was placed, as well as a peek cage. Rhbmp-2/acs and local autograft was packed into the interspace at l5-s1 against the longitudinal ligament as well as to the right and left sides. Rhbmp-2/acs was packed within the cage, and the cage was impacted into the disc space. More rhbmp-2/acs was mixed with local autograft and packed into the interfacet and intertransverse regions. An unknown time post-op, the patient reported back pain radiating to the left leg. An MRI taken 450 days post-op showed post-operative changes from l5-s1 posterior spinal fusion, and partial effacement of the left neural foramen by postoperative change. CT scan taken 531 days post-operatively showed effacement of the fat of the left lateral recess. Bone formation in this location contributes to at least moderate narrowing of the proximal foramen on the left. There is mild to moderate right neural foraminal narrowing. The patient had a transforaminal epidural steroid injection 605 days post-op. CT scan taken 795 days post-op showed ossification off the disc margin extending into the far left lateral recess and proximal left neural foramen likely associated with previous anterior interbody fusion. There is mild narrowing of the proximal left neural foramen but without definable impingement of the exiting left l5 nerve root. No other significant canal or foraminal compromise is seen. An office visit 800 days post-op noted that the patient reports constant lower back pain that is worse with activity since the fusion. The patient reports pain radiating into his left buttock and posterior thigh into the left posterior calf which is constant and intermittently worsens. Patient denies pain in the foot, but reports numbness in the second and third toes. Reports weakness in the left leg and frequently trips and stubs his toes. His symptoms have not resolved with conservative treatment. At 822 days post-operatively, the patient underwent a revision surgery to treat left l5 radiculopathy with bone cyst and nerve root compression. The area was decompressed, and the excess bone was removed with no reported complications. After the revision surgery, the patient reportedly continues to experience chronic pain in the lower back and left leg.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Event description:
On (B)(6) 2009, per doctor's notes (B)(6) 2010, the patient underwent l3-l5 discogram. On (B)(6) 2009, per doctor's notes (B)(6) 2010, the patient underwent a l5-s1 hardware block. On (B)(6) 2009, per doctor's notes (B)(6) 2010,the patient underwent a left l5 and s1 snrb injection. On (B)(6) 2010, per doctor's notes (B)(6) 2010, the patient underwent blood patch injection. On (B)(6) 2013 the patient presented with right sided low back pain and bilateral hip pressure on going for the past 7 months worsening with forward bending and twisting. The patient reported that the chronic left lower extremity pain and weakness was unchanged since last visit. Also reported fatigue, unintentional weight gain; and blurry vision. On (B)(6) 2013 the patient presented with lower thoracic pain, bilateral low back pain and left posterior leg pain. The pain began when the patient was 18 secondary to work accident. Pain was described as aching in thoracic back; aching, burning and stabbing in lower back; and throbbing in legs. The patient also complained of numbness in the left toes and weakness in the left leg and low back. Standing and sitting increased the pain. Per the doctors notes a lumbar spine MRI conducted on (B)(6) 2013 which showed l5-s1: post-op changes with posterior rods and pedicles screws at l5 and s1. Interbody spacer was present. The bony fusion appeared more mature. There was persistent mild to moderate foraminal encroachment on the left appearing to be secondary to bony endplate and adjacent feet prominence; mild flattening of nerve root; epidural tissue enhancement suspected to be granulation tissue surrounding left s1 nerve root and l4-5: mild diffuse disc bulging more pronounced to the right; mild flattening of the ventral canal; bilateral lateral recess narrowing, especially right; mild inferior foraminal encroachment related to the disc bulging as well as facet hypertrophy. Overall appearance was stable; l3-4 mild disc bulging - stable appearance. Per the doctor notes: lumbar herniated disc including radiculopathy; lumbar stenosis; failed back syndrome; and post laminectomy syndrome. Per billing records diagnosis: on (B)(6) 2013 spinal stenosis of the lumbar region rec'd steroid injections at l4-5 and left s1. On (B)(6) 2013 the patient presented with right-sided low back pain and bilateral hip pressure. The patient reported that recent bilateral l4, bilateral l5 and left s1 transforaminal selective epidural and nerve root blocks failed to provide relief from symptoms. The patient reported constant right axial low back pain along with bilateral hip pressure and left posterior lower extremity pain with subjective weakness and sensory changes. Symptoms were worse with sitting, walking, or standing. On (B)(6) 2014 the patient presented with right sided low back and bilateral hip pressure which the patient reported had been going on for the last year and a half. Symptoms were worse with prolonged sitting or walking. The patient also reported radiation to his left posterior lower extremity into the calf, con-commitment numbness and tingling along dorsum the left foot, and consistent constant radiculopathy. Per the doctor's notes a lumbar spine MRI was conducted (B)(6) 2013 which showed good alignment post-op changes s/p l5-s1; no significant central or foraminal stenosis. A lumbar spine x-ray taken (B)(6) 2013 showed good alignment and l5-s1 hardware in good position and no instability. A (B)(4) study held (B)(6) 2013 was reviewed and which demonstrated left chronic sciatic nerve injury possibly related to an l5 nerve root or sciatic injury.

Manufacturer narrative:
A review of radiographic images found that an MRI dated (B)(6) 2007 shows advanced disc collapse at l5/s1 with modic changes in posterior endplates and scar about s1 root. Left l5 laminectomy noted. An (B)(6) 2009, CT scan shows boomerang at l5-s1 with l5-s1 screws well positioned. Bony resorption is noted on the left which breeches laterally but does not appear to cause nerve compression in the canal or foramen. Screws show no lysis to suggest loosening. A CT scan dated (B)(6) 2010 shows persistence of lysis left s1 which extends into left s1 pedicle but causes no nerve compression. Rim of bone cyst has very small beak near existing l5 root on left. No nerve compression is demonstrated.

Manufacturer narrative:
Additional information: review of radiographic imaging studies found as follows: (B)(6) 2009 lumbar CT pedicle screws are seen at l5 and s1 with interbody device eccentric to the left. Interbody and posterolateral fusions appear solid. There appears to be some lysis posterior to the spacer, but it does not distort the canal. The cyst does lie directly ventral to the exiting l5 root on the left. Discogram has been performed at l4 suggesting possible continued disc related back pain. Contrast is centralized within the disc and appears normal. (B)(6) 2009 lumbar CT slight maturation is noted from the study above. The bone is somewhat more distinct and the area of lysis has a more sclerotic circumcised border around it. Fusion is definitely solid both interface and interbody. Area of lysis ventral to the left l5 root remains. No clear compression of the l5 root can be verified. (B)(6) 2010 lumbar CT again no significant interval change. The area of lysis that is within and lateral to the left l5 root foramen is no fully enclosed by sclerotic bone. The area extends into the s1 pedicle and sacral ala and may partially narrow the l5 foramen. The narrowing appears to be at the floor of the foramen, caudally where the s1 pedicle starts and there appears to be no pressure on the l5 root within the foramen, although it may be displaced more laterally. (B)(6) 2007 lumbar MRI sagittal views show disc space narrowing l4 and l5 with endplate sclerosis at l5. Desiccation is noted in both discs. Previous left sided laminotomy has been performed at l5. No stenosis. Nerve root configuration within the thecal sac appears normal. (B)(6) 2007 discogram lumbar/post discogram CT single lateral view with needle within the l5 disc. Disc space narrowing is very evident along with anterior and posterior spurring. Dye configuration suggests advanced internal disc disruption at l5 with dye throughout the disc space. At l4 there is a radial tear to the right but the contrast remains within the disc. The l3 disc appears normal with good centralization of dye within the nucleus. (B)(6) 2009 MRI lumbar post l5/s1 tlif this shows cyst formation behind the interbody device which appears to extend into the left l5 foramen. L5 root compression is possible. No central stenosis is noted. Sagittal views verify desiccation of both the l4 and l5 discs. (B)(6) 2009 xrays lumbar oblique view shows needle placement just inside the left s1 pedicle screw. (B)(6) 2009 ir esi intraoperative ap view showing transforaminal approach to epidural injection with needle below the left l5 pedicle, presumably within the foramen. (B)(6) 2010 lumbar x-rays 4 views ap, lateral and dynamic lateral views show fusion at l5/s1 without movement on dynamic films. (B)(6) 2010 hip x-rays two views multiple views of both hips show slight joint space narrowing on the left. Overall there appears to be plenty of articular cartilage remaining in both hips and coverage is good bilaterally. Femurs, femoral necks and heads appear to show normal morphology. (B)(6) 2010 lumbar x-rays 4 views wide views of the lumbar spine with dynamic studies again appear to show a solid fusion at l5/s1. Screws and rods remain in good position. (B)(6) 2013 lumbar MRI sagittal views verify solid interbody fusion without stenosis. Desiccation of the l4 disc remains. Axial view shows further signal change lateral to the left l5 root foramen. Much of this appears outside the bone now and more widespread than on previous studies. L5 root appears to pass within the area of signal change. The cyst previously seen within the bone is diminished in size about 75%.

Event description:
(B)(6) 2000 patient presented to the emergency room with hemorrhoidal bleeding and pain over the past 3 days. (B)(6) 2011 patient presented to the emergency room with chest pain. Patient was diagnosed with left lateral upper lobe opacity consistent with pneumonia, atypical chest pain, leukocytosis, and resolved epistaxis. (B)(6) 2012 patient presented for an office visit with complaints of low back pain, leg pain, numbness, fatigue, difficulty sleeping, and excessive constipation. Ap and lateral x-rays indicated "disc degeneration is present at l5-s1. The degree of the degeneration is moderate. Facet arthrosis is noted at l5-s1." (B)(6) 2012 patient presented with pneumonia and cough. CT of chest indicated "marked interval improvement of previously seen mass-like consolidation within the left upper lobe and surrounding ground-glass density and nodularity with only a linear focus of either subsegmental atelectasis or scarring remaining."

Manufacturer narrative:
The following imaging studies were returned to the manufacturer for evaluation. (B)(6) 2009 lumbar CT. Pedicle screws are seen at l5 and s1 with interbody device eccentric to the left. Interbody and posterolateral fusions appear solid. There appears to be some lysis posterior to the spacer, but it does not distort the canal. The cyst does lie directly ventral to the exiting l5 root on the left. Discogram has been performed at l4 suggesting possible continued disc related back pain. Contrast is centralized within the disc and appears normal. (B)(6) 2009 lumbar CT. Slight maturation is noted from the study above. The bone is somewhat more distinct and the area of lysis has a more sclerotic circumsized border around it. Fusion is definitely solid both interfacet and interbody. Area of lysis ventral to the left l5 root remains. No clear compression of the l5 root can be verified. (B)(6) 2010 lumbar CT. Again no significant interval change. The area of lysis that is within and lateral to the left l5 root foramen is no fully enclosed by sclerotic bone. The area extends into the s1 pedicle and sacral ala and may partially narrow the l5 foramen. The narrowing appears to be at the floor of the foramen, caudally where the s1 pedicle starts and there appears to be no pressure on the l5 root within the foramen, although it may be displaced more laterally. (B)(6) 2007 lumbar MRI. Sagittaql voews show disc space narrowing l4 and l5 with endplate sclerosis at l5. Desiccation is noted in both discs. Previous left sided laminotomy has bee performed at l5. No stenosis. Nerve root configuration within the thecal sac appears normal. (B)(6) 2007 discogram lumbar/post discogram CT. Single lateral view with needle within the l5 disc. Disc space narrowing is very evident along with anterior and posterior spurring. Dye configuration suggests advanced internal disc disruption at l5 with dye throughout the disc space. At l4 there is a radial tear to the right but the contrast remains within the disc. The l3 disc appears normal with good centralization of dye within the nucleus. (B)(6) 2009 MRI lumbar. Post l5/s1 tlif this shows cyst formation behind the interbody device which appears to extend into the left l5 foramen. L5 root compression is possible. No central stenosis is noted. Sagittal views verify desiccation of both the l4 and l5 discs. (B)(6) 2009 xray. Lumbar oblique view shows needle placement just inside the left s1 pedicle screw. (B)(6) 2009 ir esi intraoperative ap view showing transforaminal approach to epidural injection with needle below the left l5 pedicle, presumably within the foramen. (B)(6) 2010 lumbar x-rays 4 views ap, lateral and dynamic lateral views show fusion at l5/s1 without movement on dynamic films. (B)(6) 2010 hip x-rays. Multiple views of both hips show slight joint space narrowing on the left. Overall there appears to be plenty of articular cartilage remaining in both hips and coverage is good bilaterally. Femurs, femoral necks and heads appear to show normal morphology. (B)(6) 2010 lumbar x-rays. Wide views of the lumbar spine with dynamic studies again appear to show a solid fusion at l5/s1. Screws and rods remain in good position. (B)(6) 2013 lumbar MRI. Sagittal views verify solid interbody fusion without stenosis. Desiccation of the l4 disc remains. Axial view shows further signal change lateral to the left l5 root foramen. Much of this appears outside the bone now and more widespread than on previous studies. L5 root appears to pass within the area of signal change. The cyst previously seen within the bone is diminished in size about 75%.